Manufacturer narrative:
B3: the event date is approximate. G3: the complaint was received from a consumer in canada. Device was not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event.

Event description:
It was reported that a philips one powered toothbrush and charging cable melted while charging. No injury was reported. Device was not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event.